Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated noise. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dvea3e4 ICD  implant date: (B)(6) 2024 end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day after implant of the extravascular lead (ev-lead) it was found the patient had received 3 inappropriate shocks overnight and that there were high and undefined pacing impedances that triggered impedance alerts. Oversensing was also observed. It was noted that during the implant procedure it was challenging to find a position with good sensing. The physician had to pull the lead back as caudal as possible and finally everything was stable an fine.  It is suspected that the shocks were due to air around the ev- lead. An x-ray was done and it showed that there was a small pneumothorax. Reprogramming was done and then later the physician did another interrogation of the device and found that the impedances are now in normal range. The sensing is low but stable and there is still a little bit of noise and a few p-wave oversensing. It was determined that such self-resolving behavior of high/out-of-range impedance and similarly mitigating sensing issues were likely caused by remnant air which is gradually dissipating. The ev lead remains in use and will be monitored. No further patient complications have been reported as a result of this event.